Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-300-043s sagittal saw blade was bent. This was discovered during a knee acl screw procedure with no patient harm. No procedural delay was experienced and no additional anesthesia was administered. The case was completed with another blade. The patient's bone quality was reported as good.